Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor was flexed and fractured. It was noted that there was a cosmetic white substance on the outer insulation, there was blood in the distal conductor (not obstructed), there was cosmetic environmental stress cracking on the outer insulation, and there was cosmetic metal ion oxidation on the outer insulation.

Event description:
It was reported that the lead had high threshold, no sensing or pacing, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.